Event description:
Pt was revised to address instability. Poly wear was discovered intraoperatively.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 12 years ago. The product associated with this reported event was not returned for examination. The product code and lot code required to search the complaint database were not provided. The investigation could not draw any conclusions about the reported event without the product to examine. Provided info stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective actino is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.